Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer exposed their insulin pump to a x-ray machine. Customer's blood glucose was 312 mg/dl at the time of the call. The customer also reported they were currently hospitalized for a non-diabetes related issue. The customer requested a replacement insulin pump due to the radiation exposure. No additional information provided.